Event description:
It was reported to boston scientific corporation in 2008 that an injection gold probe bipolar catheter was used during an esophagogastroduodenoscopy (egd) procedure three days prior. (Female patient; age and weight unknown) according to the complaint, during preparation the needle tested fine, would come in and out. But during the procedure when they passed the probe through the scope, upon exiting the scope, the needle was out of the probe without the physician doing it. They were unable to get the needle to go back in, so the physician used the needle to do homeostasis. The needle still would not go back in so the physician took it back out of the scope in the out position and did not damage the scope. The physician finished the procedure without cauterizing due to the needle being stuck out. The case was completed with subject injection gold probe bipolar catheter. The physician injected epinephrine for hemostasis. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Other text : disposed of by customer